Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The pt's swelling has resolved and the pt is using the device. This is the final report.

Event description:
The pt reportedly fell on the implant site and developed swelling. The pt was seen in the emergency room on (B)(6), 2013 due to a hematoma.